Event description:
The pt received a scs system along with surgical leads on (B)(6) 2002. It was reported that the pt last had stimulation on (B)(6) 2011. The programmer would not communicate with the ipg, and the pt is unable to use her magnet to initiate stimulation. A new programmer wand and charging system were used to help resolve this matter. However, f/u on this issue found that communication with the pt's ipg could not be established with the new charging system. The next course of action in this matter has not been decided.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.